Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes. According to the reporter, the device alarmed connect electrodes and would not allow the operator to charge the paddles or deliver energy. The patient was not resuscitated. The reporter stated the device did not cause or contribute to the patient's death because the patient was not viable.